Event description:
A valiant captivia stent graft was implanted during an endovascular procedure for the treatment of a thoracic aortic ulcer. There were no issues encountered during the deployment of the device. It was reported that during the index procedure, after the  tapered tip of the delivery system was captured and the delivery system was slowly being removed from the patient,  the system got stuck right before the access site in the common femoral artery. The physician applied force in an attempt to remove the delivery system, however,  the tapered tip and the spindle tube did not move. Only the graft cover and the grip parts were able to be removed. The physician then performed a cutdown on the non-medtronic preclosing device  and the tapered tip and spindle tube were removed from the patient. It was noted CT 2 days post the index procedure showed no endoleak or signs of bleeding. Per the physician, the cause of the event is undetermined and noted the device spiraled out of control itself. No additional sequelae was reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported after recapturing the tapered tip, the physician removed the delivery system slowly. But the tip and graft cover got stuck at the femoral artery, because there was angle at the femoral artery. The physician was concerned maybe the angle caused this but also noted this never happened before. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that the access to the femoral artery was achieved via percutaneous technique using a n on-medtronic device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the delivery system returned with the external slider fully retracted and the tip capture release handle in the home position. The peek lumen and taper tip were protruding 20.5cm distal to the graft cover tip. A severe kink was visible to the peek lumen. Removal of the peek lumen confirmed it had detached on the flared area. The handle was disassembled, and the taper tip assemble removed. A section of peek lumen was visible on the hypotube within the backend t-tube fitting. Vistal inspection confirmed there were no edges or burrs on the hypotube that could have damaged the peek lumen. There was no stretching or deformation visible on the peek lumen. Hypotube length was measured at 0.107-inch (pass); specification is 0.105-inch to 0.0109-inch. Hypotube ID was measured at 0.069-inch (pass); specification is 0.067-inch to 0.073-inch. Hypotube od was measured at 0.0795-inch (pass); specification is 0.078-inch to 0.082-inch. Tapered tip ID was measured at 0.045-inch (pass); specification is 0.042-inch to 0.048-inch. Tapered tip/peek ID was measured at 0.042-inch (pass); specification is 0.041-inch to 0.043-inch. Tapered tip/peek od was measured at 0.059-inch (pass); specification 0.059-inch to 0.061-inch. Compression fitting ID was measured at 0.071-inch (pass); specification is 0.070-inch to 0.071-inch. Compression fitting od was measured at 0.150-inch (pass) specification is 0.147-inch to 0.153-inch. Back end t-tube depth 0.296-inch (pass); specification is 0.295-inch to 0.305-inch. Back end t-tube width was measured at 0.100-inch (pass); specification is 0.098-inch to 0.102-inch. Detachment of the peek lumen was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.